Event description:
It was reported that after right ventricular (rv) threshold testing, this pacemaker exhibited loss of capture for approximately 3 beats. This resulted in approximately three seconds of asystole. Boston scientific technical services (ts) discussed with the health care professional (hcp) how the device was programmed and that it might have been due to the transition from the test ending to normal brady pacing. The threshold test results were noted to be normal. No adverse patient effects were reported. The device remains in service.